Event description:
Cam02 camino advanced monitor was reported to have an opening pressure reading of 129 mghm after zeroing.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An instigation has been initiated based upon the reported info.